Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was presence of foreign material on the distal end. This is attributed to failure to clean adequately. Other observations for the device: leakage was found at keytop 1; grip is shaved; suction cylinder is discolored; mouthpiece is shaved; right/left knob discolored; forceps elevator l-arm is corroded; distal end is shaved; connecting tube has buckles; distal end rubber coating (a-rubber) is damaged; light guide lens is dirty; and up/down knob is damaged. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of leakage issue occurring during reprocessing of the device. There is no patient involvement. Upon evaluation of the returned device, it was observed that there was presence of foreign material on the distal end. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the device as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Lg-lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. Olympus will continue to monitor field performance for this device.